Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with an ?air in line? Alarm was confirmed and repaired by baxter service personnel onsite at the customer facility. The cause of the reported condition was determined to be the air sensors being out of calibration. The vr801 potentiometer was adjusted to correct this condition. Additional information: a service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with an air in line alarm was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be an out of calibration air sensor. The air sensor was re-calibrated to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a flo-gard infusion pump that presented an air in line alarm. It is unknown when, or in which care area, this event occurred. The facility representative stated that there was no information regarding patient involvement; however, patient injury or medical intervention was not reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.